Event description:
It was reported that while doing a veptr ii placement of a rib-to rib veptr device. Before they implanted the device, they were bending it to make sure it fit the patient's anatomy correctly. The tip of the bending iron broke off during the process, with no harm to the patient.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device history records revealed the product corresponds to drawings and processes at the time of manufacture. Visual inspection revealed the tip of the instrument was broken, breakage appears to be the result of too much force being applied to the instrument tip.